Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was leaking. The unit was in a storage room and not used for a case. There was no patient involvement.